Manufacturer narrative:
Reporter occupation: other, senior counsel, litigation. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt of the filter. The indication for the filter implant, procedural details and medical history of the patient have not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Post implant imaging has not been provided. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt could not be confirmed or further clarified. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Please note that this is the initial report for this product.

Event description:
As reported by the legal brief, the patient underwent placement of an optease vena cava filter. The report states that the filter subsequently malfunctioned and caused injury and damage to the patient including, but not limited to tilt of the filter and the resultant symptoms. As a direct and proximate result of these malfunctions, the patient suffered life-threatening injuries and damages, and required extensive medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, and pain and suffering, loss of enjoyment of life and other damages. Additional information received per the medical records state that prior to the index procedure, the patient was in a motorcycle accident and sustained a head injury. The accident resulted in the following diagnoses: subdural hemorrhage anterior to right brainstem, right c6 root evulsion, right scapular pole fracture, deep vein thrombosis (dvt) of the right lower extremity and multiple right sided lateral rib fractures. The indication for filter implantation was deep vein thrombosis (dvt) of the right lower leg.  The filter was deployed via the patient's left common femoral vein. The filter was placed with the tip at the l1-l2 level. A post procedural angiogram demonstrated that the device was in a satisfactory position.   Approximately thirteen years and ten months after the index procedure a computed tomography (CT) scan was performed for unspecified injuries to the inferior vena cava (ivc). Results of the scan noted that the filter was tilted 13.8 degrees with the apex of the filter touching the anterolateral wall of the ivc. There was no perforation, no fracture or bending and no ivc stenosis. A non-obstructing 3 mm right intrarenal calculus was noted. Additional information received per the patient profile form (ppf) states that the patient experienced tilt of the filter after the index procedure.

Manufacturer narrative:
After further review of additional information received. It was reported that a patient underwent placement of an optease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused tilt of the filter. The patient reported experiencing filter tilt after the index procedure. According to the medical records, prior to the index procedure, the patient was in a motorcycle accident and sustained a head injury. The accident resulted in the following diagnoses: subdural hemorrhage anterior to right brainstem, right c6 root evulsion, right scapular pole fracture, deep vein thrombosis (dvt) of the right lower extremity and multiple right sided lateral rib fractures. The indication for filter implantation was deep vein thrombosis (dvt) of the right lower leg. The filter was deployed via the patient's left common femoral vein. The filter was placed with the tip at the l1-l2 level. A post procedural angiogram demonstrated that the device was in a satisfactory position. Approximately thirteen years and ten months post implant a computed tomography (CT) scan was performed for unspecified injuries to the inferior vena cava (ivc). Results of the scan noted that the filter was tilted 13.8 degrees with the apex of the filter touching the anterolateral wall of the ivc. There was no perforation, no fracture or bending and no ivc stenosis. A non-obstructing 3 mm right intrarenal calculus was noted. There is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The optease vena cava filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pulmonary embolism where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pulmonary embolism where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Post implant imaging has not been provided. Without the procedural films or post-placement imaging and the limited information provided, the report of tilt could not be confirmed or further clarified. Additionally, the timing and mechanism of the filter tilt is unknown. Ivc filter tilt has been associated with operator technique, vessel characteristics, specifically asymmetry and tortuosity. Given the limited information currently available for review, there is nothing to suggest that the reported events are related to the design and manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.